Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the device would continuously power on and off on its own. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continuously powering on and off by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.